Event description:
Rn states physician was traction removing the peg tube for unk reason. The peg had been in place approx 9 months. Upon removing peg tube the dome separated from tubing and was noted in pts stomach. Physician will let dome pass and placed another 20fr peg. Discussed with customer co recommend endoscopically or surgically removing the dome.